Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10 it was reported that during routine check-up, the cs100 intra-aortic balloon pump (iabp) had a issue of no pressure waveform on display. There was no patient involvement. A getinge field service engineer(fse) checked and found that pressure cable is defective. It's external part of the unit. Also checked unit with trainer and balloon found working properly. Hence as per diagnosis pressure cable need to be replace.. All functional and safety checks are meet to factory specifications performed and returned to use. No any part replace h3 other text : device not repaired

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) no pressure waveform on display. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.